Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-extension, upn: m365sc3138350, model: sc-3138-35, serial: (B)(6), batch: 7072654. Product family: scs-extension, upn: m365sc3138350, model: sc-3138-35, serial: (B)(6), batch: 7072825. Product family: scs-extension, upn: m365sc3138350, model: sc-3138-35, serial: (B)(6), batch: 7075061.

Event description:
It was reported that the spinal cord stimulation (scs) system was explanted due to leads were causing the patient irritation. The patient is doing well post operatively, the location of the device is unknown.